Manufacturer narrative:
(B)(4). The device was manufactured september 30, 2015 - october 1, 2015. The device was received for evaluation. Visual inspection revealed that the blue winged luer cap was slightly loose, and there was drug residue around the luer indicating that a leak had occurred. A functional leak test was performed by filling the device with water and manually tightening the luer cap. During and after fill, no signs of a leak were observed from the device. The device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking solution. The reporter stated that the device was filled with fluorouracil. The reporter believes the infusor was leaking. The balloon looked fine, but the luer lock appeared to be loose. There was no patient involvement. No additional information is available.